Event description:
The lady user/patient contacted lifescan (lfs) on 03/03/2006 alleging high readings on his ultra meter. A medical affairs specialist (mas) sent follow up questions and obtained the following info: in 2006 the pt obtained a 6.9 mmol/l (124 mg/dl) before dinner. He took 20u of 20/80. He did not experience any symptoms at the time of testing. After he ate dinner he began to experience symptoms of hypoglycemia (30-45 minutes after receiving the 6.9 mmol/l) and fell unconscious. His wife contacted emergency services and they arrived 10 minutes later and tested the pt on their meter and rec'd a 2 mmol/l (36 mg/dl). The pt was treated with glucagon and regained consciousness 2-3 minutes later. He was taken to the hosp where his blood glucose was 4.1 (73 mg/dl). While in the ER he was treated with IV and potassium. The pt was diagnosed with hypoglycemia and was monitored in the hosp for 3-4 hours. The physician advised him to decrease his evening insulin to 16u of 20/80 at dinner-time. On the morning of 02/22/2006 the pt obtained the following readings prior to the incident: at 6:55 am the pt rec'd a 6.3 mmol/l 113 mg/dl) and took 6u of humalog, at 12:15 pm the pt rec'd a 6.1 mmol/l (109 mg/dl) and took 6u of humalog at 3:00pm the pt rec'd a 10.2 mmol/l (183 mg/dl) and did not take any insulin. The pt does not know how long he has had the meter. The test strips were in good condition and not expired. The technique of applying blood on the test strips was correct. A quality control test was done and test strips passed using the control soltution. The pt has been cleaning the puncture area incorrectly. Customer care agent (cca) sent the pt a replacement meter. The complaint is being reported since a medical professional treated the pt for hypoglycemia.